Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Update to annex g to g02004 - cable, electrical.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). They system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the 0x1 axis. Once testing was completed, the yaw searchlight flat flex cable (ffc) was applied behavior analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, fas was able to conclude that the yaw searchlight ffc was found to be the probable root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had repeated 32056 errors at power up. The customer tried to recover multiple times, but the error still returned. The customer powered down the entire da vinci system and did an emergency power off (epo). After powering the da vinci system back on, the system 32056 errors continued. The customer was able to disable arm 1 successfully. The customer was not certain if they could use the system without arm 1. The procedure was aborted with no report of patient involvement. Isi contacted the customer and obtained the following information: the surgeon ended up deciding not to use the robot for the procedure and did a trachelectomy, right salpingectomy, and cystoscopy. There was no injury but there was a delay of about 20 minutes due to troubleshooting and deciding what to do about the arm malfunction. The other patient cart was not available for that first case because it was in use in another room. However, after the first procedure was completed, the customer was able to bring the other patient cart in and swap them out for the second case.